Event description:
New information received notes that the reported failure to capture on the implantable cardioverter defibrillator was initially discovered remotely via merlin.net. No intervention was performed.

Event description:
It was reported that the patient presented with failure to capture on the implantable cardioverter defibrillator. There were no patient consequences. Further information was requested but not received.